Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 35x3.0mm, concentric, de novo, target lesion was located in the mildly calcified left anterior descending artery. A non bsc guidewire was advanced to the lesion and predilation was performed. This 38 x 3.00 promus elite stent delivery system was selected for a single vessel angioplasty. During advancement significant resistance was encountered. Following stent deployment, a distal edge dissection was noted. A non-bsc stent was deployed at the distal site to cover the dissection and complete the procedure. No further patient complications were reported. The patients status was stable and they respond well to medication.